Event description:
Customer reported jumping in the swimming pool while wearing his insulin pump. The device is no longer working. The device alarmed multiple alarms, including an off no power alarm. Customer's blood glucose is 280 mg/dl. The alarm did not occur during the rewind prime sequence. Customer treated with an old insulin pump. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump received with bank display due to corroded electronic assembly. Unable to verify alarms due to blank display. The motor assembly found corroded. Insulin pump received with cracked case at display window corners and severe scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.